Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs which showed a communication failure. The customer resolved the issue by rebooting the system. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an unexpected reset error had occurred. There was no report of patient involvement.